Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. The customer went to the emergency room (ER) with a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis and high ketones identified as dangerous by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and IV push to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.